Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested and received. The manufacturer internal reference number is: (B)(4).

Event description:
An intern reported 3 cases of valved trocars that were not watertight at the level of the valve and there was an important leak issue. Another trocars from another kit have been used. Per the surgeon the trocars contributed to the event and there was a risk of choroidal hemorrhage. Additional information has been requested and received. There are three reports being filed for this case.

Manufacturer narrative:
A non-safety medical device correction was completed on august 12, 2015 and a manufacturing change implemented to address the root cause. All potentially impacted alcon customers have been contacted, trocar plugs made available and other risk mitigations discussed. (B)(4).

Manufacturer narrative:
Evaluation summary: no sample has been returned for evaluation; therefore, the condition of the product could not be verified. For this complaint file, the final customer lot was identified. For this final lot, five 25 ga valve entry component lots were used to make up the final lot. A device history record review for each of the component lots was conducted. According to the device history record reviews, two lots were reprocessed for anomalies (during scanning operations, nonconforming hubs with voids in septum were identified, and septum damage with 39 pieces scrapped for septum damage) that could have contributed to the customer complaint. The device history record review did not point to a root cause because the lots were reprocessed and the product released met the products acceptance criteria. No additional investigation is required based on device history reviews. Three lots had no anomalies found based on the device history record reviews. Due to an observed increased trend for this defect mode, a manufacturing root cause investigation was initiated to investigate the increased trend and identify corrective and preventive actions. A root cause for the increased complaint rate for leaking trocars was correlated to a manufacturing post assembly inspection practice that required manipulation of the valved septum along the blade shaft. The reported lot for this complaint includes affected manufacturing lots.